Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered less volume than what was remaining in the bag of ketamine during therapy (dose, programmed amount and delivery rate unknown) in the intensive care unit. The pump stated 17ml was remaining but measured 115 left in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.